Event description:
It was reported that during pump and catheter replacement surgery, the distal tip of the catheter was found to be occluded by a "black substance". No pt symptoms were reported. The pump was used to deliver morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.